Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) and left ventricular (lv) leads appeared to have dislodged. Both leads were revised and remains in use. No patient complications have been reported as a result of this event.